Event description:
Information received from the field notes that while the patient was in the hospital for a femoral-popliteal bypass, the device was in the rate reponsive mode programmed to a maximum sensor rate of 120 ppm. Electrocautery was used and anesthesiologist noticed the paced rate of 120 ppm. With magnet application, the rate decreased.